Event description:
A pump malfunction was reported by a caller, who confirmed no notable events before the malfunction and that there was no adverse impact to the customer's blood glucose level. Despite the pump malfunction occurring at least three times, the issue had not previously been reset by the customer. Technical support decided to replace the pump, providing a new one with updated software and advising the caller on necessary steps like putting the old pump in storage mode and programming the new one. The caller was instructed to use multiple daily injections (mdi) as a backup for insulin delivery during this period.